Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient representative reported the patient experiencing ¿swelling in left breast,¿ ¿infection,¿ and ¿concerns regarding risk of developing alcl.¿ this record is for the left side. The device has been explanted.